Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were dull and hard to use, did not work very well.

Manufacturer narrative:
The reported event was inconclusive because the original complaint samples were not returned. The olive tip urethral catheter was returned with the original unopened packaging. An additional sample from lot nggs3185 for comparison purposes only, with "good" written on the packaging. Signs of degradation due to oxidation were present within the eyelet of the complaint sample, as this was not reported by the customer and it is unknown when the oxidation occurred or how the sample was being stored, a new complaint will not be created. The coude indicator was noted to align with the curve on the catheter. The catheter was confirmed to be 16fr. Using a french gauge. The surface of the catheter felt smooth with the coating present. The coude indicator was noted to align with the curve on the "good" catheter. Using a french gauge, the catheter was confirmed to be 16fr and no visible defects were noted. The surface of the catheter was noted to be smooth. Both catheters were similar in appearance with the "good" labeled catheter being a slightly darker shade of orange, which would not affect the function of the catheters. The product is within specifications. Though no defects were noted on the returned samples, as the original complaint samples were not returned, unable to determine whether the used samples were within specifications. Though a specific cause cannot be determined, a potential root cause for this event could be, "rough or irregular shape" or "protrusions". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex." "¿ visually inspect the product for any imperfections or surface deterioration prior to use." "Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheters were dull and hard to use, did not work very well. Per additional information received via sample form on 01feb2023, it was stated that the customer has sent an example of a good one with a slick outer surface and a bad one that was dull and did not pass smooth. Customer have received whole boxes of each kind and not sure why it varies from box to box. They could see on the outer surface that the good one was shiny with a slick outer surface. The bad one was dull with no outer coating. Having to use the dull one causes much discomfort because it did not pass through the skin. No medical intervention was reported.